Event description:
It was reported that: while the device was ventilating a pt, the user heard a loud popping sound and the ventilator stopped functioning. An atypical burning odor was noted and an audible power fail alarm was heard. The pt was transferred to another device. No pt injury.